Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, a revision has been indicated due to an unknown reason; however, no revision has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported the patient underwent total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2014 due to instability. The head and liner were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported the patient underwent total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2014 due to instability.